Event description:
Our MDR - after an implantation timed of about 48 months, it was reported that the patient died on (B)(6) 2013. The ICD could no longer be interrogated. The corpse was kept under lock and key by the prosecution but has now been released. The ICD and a fragment of the competitor's lead are to be returned to biotronik. Currently, those have not arrived.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
The ICD was returned for analysis to biotronik together with lead fragments. Based on the returned information, the lead fragments belong to a lead by guidant/boston scientific of the type: 0185. The middle part of the lead body was not returned, only the cut-off lead connectors and a distal part of the lead were enclosed with the ICD. The ICD first underwent a visual examination. A sparkover trace was detected on the ICD housing. The dot-shaped spot of locally melted titanium indicates a sparkover during a shock delivery between the housing and a high voltage carrying conductor of the lead. In addition, traces of abrasion were found on the ICD housing, which are with high probability the result of friction of the lead body at the ICD housing. The lead connectors cut off during the explantation were still contacted to the ICD. The visual inspection of the lead fragments showed insulation abrasion. Next, the ICD underwent an electrical examination. The ICD could not be interrogated. The memory content of the device could therefore no longer be read. The device was then opened. A destroyed final shock stage of the electronic module was identified. This damage to the final shock stage indicates a shock delivery into an external low-ohmic shock path. This is consistent with the observed sparkover trace on the housing of the ICD. The damage to the module led in consequence to a permanently increased current uptake and subsequently to discharge of the battery and the resulting lack of interrogatibility of the ICD. No sparkover traces or short-circuits were present either within the ICD or in the connection system, which could be related to the clinical observation. The low-ohmic shock path clearly results from an external short-circuit. The manufacturing process of the ICD was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. Furthermore, the included home monitoring data were analyzed. A last charge process, an automatic formation, was documented on (B)(6) 2013 in the shock list. In addition, the examination showed that the ICD transmitted a last home monitoring trend message on the day the patient died, on (B)(6) 2013 at 03:55 a.m. All measurement values contained in this message, especially the battery voltage and the remaining battery capacity, were unremarkable. There were no indications of a device defect. In summary, during a shock delivery, a sparkover occurred between a high-voltage-carrying conductor of the lead and the ICD housing. This indicates a defect lead insulation. This conclusion is proven by the sparkover trace on the ICD housing. The sparkover during the shock delivery is equivalent to a shock delivery into a low-ohmic shock path. This 'short-circuit' destroyed the final shock stage. The damage to the final shock stage resulted in high current, which led to discharge of the battery and thus to the lacking interrogatibility of the ICD. There was no material defect or manufacturing error. Based on the available information, it could not be determined, at what time and for what reason the shock delivery took place. The fragments of the third-party lead were immediately sent to the manufacturer guidant/boston scientific.